Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, is likely due to the scope being manipulated up, the image becomes black when angulated causing no image. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image going out when the scope was manipulated up. The issue occurred during reprocessing. There were no reports of patient harm.